Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broach handle is loose and does not hold broach properly.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the summit universal broach handle was not possible as it was not returned. A complaint database search found other related complaints against this product. The root cause in the previously reported complaints were due to product wear out and or user error/misuse. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.